Event description:
It was reported that during a laparoscpic procedure the proximal end of the staple line broke open and bleed (5cc) shortly after the instrument was fired. The staple line was clipped with single clips to stop the bleeding. There was no consequence to the patient.